Manufacturer narrative:
The material inspection report for the reported guide wire could not be reviewed, as the lot number was not provided. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).

Manufacturer narrative:
Return of the device for analysis is anticipated. If the device is received for analysis, a supplemental report will be submitted when the device analysis is completed. Csi ID: (B)(4).

Event description:
A non-csi guide wire was exchanged for a viperwire guide wire. The diamondback 360 coronary orbital atherectomy device (oad) was unable to cross the lesion with glideassist. A treatment was performed from proximal to distal with resistance observed. The oad continued to be unable to pass the lesion. Glideassist was activated, however, unexpectedly stopped. This resulted in the guide wire becoming fractured in the distal right coronary artery. The oad and wire were removed. The fractured component remains in vivo. The patient was stable.